Event description:
Ous MDR - high threshold and high impedance values were reported. The implant, event and explant dates were not reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In particular, the dc resistances of the conductor coils were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.